Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient stated he fainted due to a low event not registered on the cgm, which was reading 137mg/dl compared to bg meter reading of 32mg/dl. The paramedics were called by the patient's co-workers and he was taken to the emergency room (ER) where his wife picked him up about 3 hours later. Patient was unsure of what medications he was given while at the hospital. At the time of contact, the patient felt okay, but was sore all over. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of cgm inaccuracies could not be confirmed. A root cause could not be determined.